Manufacturer narrative:
The investigation for the delivery issues and the product damage has been completed. As per the clinical information provided, the pump was initially implanted a little deep and passed into the aorta ie. The initial placement was incorrect which need to be repositioned. Therefore, the root cause of the positioning issue was use related to improper technique. Pump was returned for investigation. The pump had a kink in the cannula near the outlet of the pump. Clinical information mentions that after position of the pump was incorrect, wireless reaccess was tried to reposition the pump. Therefore, the root cause of the product damage (cannula kink) issue was use related to improper technique. The instructions for use for the impella cp with smartassist system states the following: section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ corrections to the initial MFR report: added d6a/d6b. G1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 69-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported probable retraction of the impella cp in aorta and kinking of the cannula during an attempt to reposition the device. There was no reported patient harm.